Manufacturer narrative:
Phone number: (B)(6). Facility name: (B)(6). (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the forehead with 2ml of juvéderm® voluma¿ xc. Approximately five days later, patient experienced ¿redness around the supratrochlear artery and supraorbital artery, embolism was suspected.¿ treatment is noted as ¿hyaluronidase was used 3 times.¿